Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 15nov2017 to assess the instrument test well images in question, which appeared to have slight red blood cell adherence in the background.

Event description:
On 15nov2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument, when tested on (B)(6) 2017.